Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9023803. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system the health hcp there was accidently needle stick during removal of the needle. Wound treatment to place. The following information was provided by the initial reporter, translated from chinese to english: accidental injury occurred during needle removal treat wounds in time to prevent infection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system the health hcp there was accidently needle stick during removal of the needle. Wound treatment to place. The following information was provided by the initial reporter, translated from (B)(6) to english: accidental injury occurred during needle removal treat wounds in time to prevent infection.